Event description:
The customer reported that the battery is not charging. The device was evaluated by a philips bench technician. The reported problem was confirmed. The issue was traced to mechanical wear of the pins on the battery pca, which would fail to make contact with the battery and allow it to charge. Patient/user involvement: there was no reported adverse patient impact. Replacement of the battery pca resolved the issue. This complaint does not involve the customer reporting to philips an unresolved problem, repeating issue, or observation of poor quality. A review of the device history record found no failed process steps related to this complaint. Identification of problems or emerging issues involving the same symptom is accomplished through periodic quality monitoring. This complaint is not related to any existing CAPA. This complaint does not indicate the presence of a systemic problem or emerging issue. Mechanical wear of the battery pca resulted in the reported issue. Unit passed all performance assurance tests and has been returned to the customer site.